Event description:
It was reported that the handpiece was overheating during a procedure. The procedure was completed with the device. There was no delay and there were no allegations of adverse consequences associated with this event.